Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial aneurysm located at left middle cerebral artery with a max diameter of 4 mm and a 4 mm neck diameter. The landing zone was 2.5 mm distally and 3 mm proximally. It was noted that the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the surgeon selected a ped shield dense-mesh stent. Once vascular access was established, the stent was advanced to the ipsilateral m1 segment. After exposing approximately 7¿8 mm of the stent's tip, waiting for about 10 seconds; the tip failed to open. It was continued to deploy an additional 12 mm of the stent, yet the tip remained unopened. The surgeon attempted to retrieve and then re-deploy it; despite maneuvers such as gentle agitation and pushing and pulling, the tip still would not open. Further adjustments to the tension of the microcatheter also failed to open it. Consequently, the stent was withdrawn from the body; it was found that the stent's tip was unable to open. The stent was then replaced, and the procedure was successfully completed. During the extracorporeal withdrawal of the stent, the stent was lost. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.